Event description:
It was reported that a spectrum pump under infused cepuximab (programmed amount and delivery rate unknown) leaving 80 cc in the reservoir after the infusion during therapy. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.